Event description:
During implant, the stylet was unable to be removed from the left ventricular (lv) lead. The event was resolved by replacing the lv lead. The patient was stable throughout.

Manufacturer narrative:
The reported event of inability to remove stylet from the lead was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin with the cap and crimp sleeve were found pulled out of the molded connector stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out through the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.